Manufacturer narrative:
Pump was received with blank display. Unable to determine the root cause, problem isolated to the electronic assembly pcb 1. No device heating up and burn/moisture damage on electronic assembly. Unable to confirm charge/battery lasts less than expected due to blank display. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump was hot and batteries lasts for 1 to 5 hours. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.